Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patients cleo infusion set detached during sleep when the tubing separated from the adhesive patch, leaving the cannula exposed while worn on the upper buttocks. The patient experienced hyperglycemia of approximately 400 mg/dl with headache and mild nausea, treated the event with a manual insulin injection, replaced the infusion set, and did not require medical assistance. There was patient involvement with no harm.